Event description:
The customer reported experiencing low blood glucose during the past week. Troubleshooting was performed. The customer stated he gave himself a bolus of 6.0 units, and the dinner was not ready yet. The customer's glucose level dropped to 40mg/dl and the paramedics were called to treat the customer. The customer's blood glucose at time of the call was 140 mg/dl. The time on the device was correct. While verifying the basal rates found that the customer had two patterns setting up on the insulin pump, which may be cause for low blood glucose. Assisted the customer to select the standard basal rate on the device. Ran a displacement and self test and the insulin pump passed the tests. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.